Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited damage on charged coupled device unit, the image disappeared during angulation in right left directions. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "blackout during angulation operation" was caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.